Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument movement was bad. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue did not occur with the surgeon¿s head inside the surgeon console. The issue was resolved by replacing the instrument. Isi did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a loose pitch cable at the proximal end in the housing. A visual inspection of the backend found no evidence of a loose screw, cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional related observation: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The distal clevis and the grip tips moved in the pitch direction commanded, however a lag or delay in the motion was observed. The root cause of this failure mode is attributed to the loose pitch the probable root cause of the observed loose instrument pitch cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of the imprecise motion is attributed to the observed loose instrument pitch cable.